Manufacturer narrative:
Concomitant product: 1258t, lead; 5867-3m, adaptor.

Event description:
It was reported that the patient had a power outage and heard a "pop" and the next day realized the monitor power cord was fried. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was performed and the bench power up test passed with good power supply and passed full functional test. No defect was found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.